Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that lately the patient has been getting shocked from the device. The patient reported one time they got shocked while going through the library but the other two times they were not going through anything. The patient reported they can still turn stimulation on and off and increase and decrease. The patient only gets shocked when stimulation is turned on. The patient stated there are no falls/trauma related to the issue. The patient was advised to follow up with their doctor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.